Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump which failed to detect air in the line on channel b during biomedical service. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure to alarm for air in line. The root cause was determined to be an out of calibration air in line printed circuit board on channel b. The channel b pump head module was repaired to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.